Event description:
While performing a total knee replacement surgery using the iassist knee navigation system, the head of one of the instrument screws used to fix the tibial navigation instruments to the tibial bone broke when it was being removed after its use. The surgeon opted to leave the shaft of the broken screw embedded in the patient's anterior tibia in the area of the tubercle, with the end reportedly flush with the bone surface. The surgery was otherwise completed as intended without any report of related patient effects. The surgical delay was about 5 minutes.

Manufacturer narrative:
This is a first influence for such a breakage in over 18000 uses. Monitoring will continue for adverse trends and the need for any corrective action.